Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Although it was reported that this event was reported to the FDA, a medwatch number was not provided. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 during the procedure, a foreign body was visualized in the duodenum of the patient. The foreign body was successfully retrieved from the patient using a retrieval net and determined to be the sponge from the biopsy cap. The sponge detached when an accessory device was passed through the biopsy cap. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The procedure was completed with a different biopsy cap. There were no patient complications reported as a result of this event. The patient condition was reported to be fine.